Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The carrier board and the express board were replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the ventilator switched off during a case. There was no report of patient injury.

Manufacturer narrative:
A review of the logs by product engineering showed that ventilation would continue during this event. This was not a reportable malfunction.